Event description:
Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed delamination on the lid. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Company representative reported on behalf of the healthcare professional "packaging issue with the outer packaging sticking to the inner sterile packaging. Sterile seal was not broken so no impact to the patient." The device remains implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Company representative reported on behalf of the healthcare professional "packaging issue with the outer packaging sticking to the inner sterile packaging. Sterile seal was not broken so no impact to the patient." The device remains implanted.